Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000186, serial/lot #: (B)(4). Product ID: bi71000181, serial/lot #: (B)(4). Applies to pli20 and pli 20. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. They replaced mvs ups and power board. The system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by less than one hour. It was reported that the mobile view station (mvs) computer was not turning on. Within the cart, all components were on except for the computer. The front panel of the ups says 'output off' on the digital display. The medtronic representative helped troubleshooting this issue. The ups batteries were completely dead and failed the battery test. As a result, the mvs computer would not boot. The medtronic representative directly powered the computer and it booted then the image acquisition system (ias) went into the imaging mode. The surgery was completed with imaging and there was no impact on patient outcome.

Manufacturer narrative:
H3: a hardware analysis of bi71000186 was initiated to determine the probable cause of the issue. Analysis found that there was no power to mvs computer." Ups failed load test. Battery no longer held charge. The battery was scrapped. Fdm 10, fdr 120 and fdc 4307. A hardware analysis of bi71000181 was initiated to determine the probable cause of the issue. Analysis found that the monitor came on and stayed on during the duration off the testing. System performed as normal while under test. No problem found. Fdm 10, fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.